Event description:
Customer reported the maxplus zero connector is leaking when aspirating ns/blood to see if the IV site is good. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.